Event description:
The customer complained of experiencing high and low blood glucose levels. The reported blood glucose reading was 2.7 mmol/l. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that the insulin pump read that there were 241 units remaining in the reservoir, but a visual inspection of the reservoir revealed that it was empty. During the displacement test the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase. However, the insulin pump passed the basic occlusion, prime, and excessive no delivery alarm tests.